Event description:
The customer reported false positive reactions caused by carry over when running cap survey samples jat15 through jat19. The run included samples in this order on tango optimo device: jat15, jat16, jat17, jat18, jat19, normal patient sample. Whereas jat18 reacted negative, jat19 reacted 4+ in all three cells. The patient sample reacted +/- in cell 1 only and when run by itself reacted negative. The patient sample was also run on the bench (manual) and the result was negative. The customer believes that jat19 is carrying over. Comparison of this complaint to the one reported with 9610824-2011-00147. The results obtained at both sites are almost identical. A known negative sample (in this case a patient sample adjacent to jat-19) reacted +/- compared to neg. For jat-18 when both appeared visually 1+ regarding cell 1. Results from the corresponding cap survey obtained at the bmd qc laboratory were reviewed. All cells of the sample following jat-19 reacted negative. Jat-19 was found to contain anti-d as well as anti-k antibodies. The final titre of jat-19 was not investigated. Since there was no investigation on the final titre of the sample jat-19 performed during the conduction of the cap survey at bmd, the root cause of the reported issue remains unresolved. Since it was shown that jat-19 contains anti-d and anti-k antibodies that correspond to the antigens present on cell p1 and since similar results have been obtained using different tango optimo devices, we still strongly believe that the reported issue is more likely to derive from sample specificities than being related to the instrument performance of tango optimo s/n (B)(4). The correct function of the allegedly defective reagents were proved by testing the retained samples of quality control laboratory on tango optimo device. All positive and negative reactions were correct. We did not observe any false positive reactions. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the complained lot.

Manufacturer narrative:
This is our final report for this incident.

Event description:
The customer reported false positive reactions caused by carry over when running cap survey samples jat15 through jat19. The run included samples in this order on tango optimo device: jat15, jat16, jat17, jat18, jat19, normal patient sample. Whereas jat18 reacted negative, jat19 reacted 4+ in all three cells. The patient sample reacted +/- in cell 1 only and when run by itself reacted negative. When tested manually the patient sample reacted also negative. The customer believes that the result for jat19 was due to a carry over. Jat samples 15 - 19 were also tested in-house at bio-rad facility in (B)(4) on a different tango optimo device in the following order: jat15, jat16, jat17, jat19, jat18. (Refer also to report # 9610824-2011-00147). The result obtained at the customer site could be reproduced with almost identical results. A known negative sample (jat18) reacted negative (compared to +/- for a patient sample at the customer site) when it appeared visually 1+ regarding cell 1. Today we are not in the position to provide a final assessment regarding the root cause of this suspected carryover event, since the final titer of the jat19 sample is yet unknown. Since similar results have been obtained using different tango optimo devices we assume that the reported issue is more likely to derive from sample specificities than being related to the instrument performance of tango optimo s/n (B)(4). The correct function of the allegedly defective reagents were proved by testing the retained samples of quality control laboratory on tango optimo device. All positive and negative reactions were correct. We didn't observe any false positive reactions. The review of the batch record documentation showed no irregularities which might have negatively affected the quality of the complained lot. As the investigation is currently ongoing further results will be reported when available.